Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported after a replacing the uim (user interface module) of this avea ventilator, the unit is alarming circuit disconnect and is not ventilating. The customer reported the error log is displaying configuration lost and settings lost. Carefusion (cfn) technical support went through troubleshooting with the customer. Cfn technical support asked to perform a transducer calibration, check connections on the gde, and call back if the problems were corrected. The customer provided additional information; he claims after he calibrated some of the transducers and the problem was not resolved. The customer reported the unit is alarming vent inop (inoperable), circuit disconnect and not ventilating; these alarms are intermittent. The customer reported the unit failed the leak test and noted a gas leak in the gde (gas delivery engine) inlet manifold when the ventilator is connected to external gas only. This was discovered while servicing the ventilator so there is no patient involvement.